Event description:
It was reported that during the procedure, the passive fixation lead could not be fixed in the atrium. The physician tried another position, but there was no fixation. The passive fixation lead was replaced by an active fixation lead. Patient is stable without adverse events. Patient's information (e.g. Age, weight, gender, patient's initials) cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. National legislation prevents the recording of such information. A written consent has not been obtained in this case; therefore, this information is not available.

Manufacturer narrative:
Analysis was normal. No anomalies were found.